Event description:
It was reported that during inventory review (not incoming inspection) of the packaging of an ez-io needle it was noted that the protection cap has come loose and the needle protruded through the packaging. The needle was stored in a module bag in rescue vehicle.

Manufacturer narrative:
Qn#(B)(4). The DHR file is not available for review. Received one (1) 9001p-EU-005, ez-io 25mm needle + stabilizer bx/5 (EU)) for investigation purposes. A visual inspection was performed upon receipt to determine if the complaint sample had been subjected to any misuse/abuse/damage. Visual inspection confirmed the needle guard was detached from needle set. The pouch had also been pierced by the unprotected needle. The complaint has been confirmed. The certificate of compliance certifies that the aforementioned lot meets the lake region medical quality system requirements and specifications. This product has been manufactured and controlled by lake region medical in accordance with the FDA qsr and iso 13485:2003. A review of the certificate of conformance found that the needle set passed all the release criteria. The device was released in (B)(6)2017 and is approximately 1.5 years old. The complaint has been confirmed. Additional testing per standard "astm d2096 f2096-11" revealed breaks (leaks) in the sterility barrier. A nonconformance has been issued to address protruding needles through the sterility barrier.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during inventory review (not incoming inspection) of the packaging of an ez-io needle it was noted that the protection cap has come loose and the needle protruded through the packaging. The needle was stored in a module bag in rescue vehicle.